Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot#: va1ag0z, implanted: (B)(6) 2017, product type: lead. Product ID: 3387s-40, lot#: va1ag0z, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 13-jul-2019, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 13-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had unexplained shaking. The patient had reportedly hit their head about a month ago. The managing neurologist ordered a CT scan and the issue wasn¿t resolved.